Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr confirmed the reported event and determined the most likely cause of the reported event is the front panel assembly. The fsr replaced the front panel and performed the user verification test. The fsr reported the device meets factory specifications.

Event description:
The customer reported while using the vela ventilator; the display has been freezing up. The customer reported there is no patient involvement associated with the event.